Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient broke his right hip and had it replaced on (B)(6). He was sent back and they found his femur was broken too and he had a second surgery on (B)(6). The patient had in-house rehabilitation out-house rehabilitation. Since the patient came home he was wetting the bed every night. The patient didn¿t feel stimulation and therapy was on. The situation was not resolved. When the patient checked the device he could feel it and he was on program 1 at 7.0 volts. They didn¿t know if the device was off and when she checked it she turned it on. The healthcare professional (hcp) did not instruct the patient to keep a voiding diary. They changed the stimulation to program 2 at 4.8 volts. The issue started two weeks ago in (B)(6) 2016. The consumer said t he patient was a peeing machine to the doctor and the doctor put him on some medications but they had not helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.